Event description:
The physician attempted closure of an arteriotomy site with the perclose proglide device following an interventional procedure. Fluoroscopy was performed prior to the closure procedure with the following findings: vessel size was "about six (6) mm; "no calcification was noted and the site was confirmed to be in the left common femoral arter. There was no scar tissue present at the site of the groin. Upon insertion of the device, the physician met "significant resistance." He attempted to determine the cause of resistance via fluoroscopy but was unsuccessful in doing so. A "little amount of blood" was coming from the marker lumen, so he tried to "move the device around little." There was still no pulsatile flow so the physician attempted to remove the device from the groin. However, the device was "stuck" and could not be removed. A vascular surgeon was present during the case so he attempted to remove the device. The device broke, leaving the sheath in the pt's groin. An "inch long" incision was made in the groin and hemostats were used to pull the sheath out of the groin. However, been left in the pt. The physician used hemostats to remove the link suture which was also attached to the foot of the device. A "visual check," as well ad fluoroscopy inspection, was performed and it was determined that all pieces of the device had been successfully removed the pt. A nine (9) french sheath was inserted and hemostasis was ultimately achieved with manual compression. The pt did not experience a prolonged hospitalization as a result of this event.